Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for system revision due to oversensed noise and high pacing thresholds that were suspected to have been attributed to dislodgement of both the right atrial (ra) and right ventricular (rv) leads. Upon further review, it was noted that both leads were in unipolar. This pacemaker system was successfully explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 159 mm from the terminal end, with bends noted in the insulation at approximately 135 mm and 160 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage at the suture tie down site. Analysis concluded that the clinical observations of oversensed noise and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that the patient implanted with this pacemaker system was scheduled for system revision due to oversensed noise and high pacing thresholds that were suspected to have been attributed to dislodgement of both the right atrial (ra) and right ventricular (rv) leads. Upon further review, it was noted that both leads were in unipolar. This pacemaker system was successfully explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.